Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was found out that there were automatic mode switch (ams) episodes from far field r-wave oversensing. No intervention was performed. No patient condition was reported.